Event description:
During evaluation of a returned homechoice (hc) device, the (B)(6) laboratory determined the hc machine system failed returned instrument test/evaluation testing due to the device may deliver inaccurate fluid volume leading to under or overfill during fill 1.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the rite (return instrument test/evaluation) test was performed when the device was returned to the baxter (B)(4) facility for evaluation. The device failed the homechoice rite functional test due to failing the accuracy test in fill 1. The homechoice rite electrical test passed. The assignable cause for the rite accuracy failure was undetermined. The previous return of the device was not for any difficulties related to the rite functional test failed for therapy monitor volume accuracy. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.